Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had a damaged screen. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition other than damage to the screen. The event history log noted a service due message. Functional testing included use testing. The pump was powered on a 'service due' message appeared. The clock record indicated the clock days were past specification. The clock battery was replaced as service maintenance. The pump screen was also replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's real time clock.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition other than damage to the screen. The event history log noted a service due message. Functional testing included use testing. The pump was powered on a 'service due' message appeared. The clock record indicated the clock days were past specification. The clock battery was replaced as service maintenance. The pump screen was also replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's real time clock.